Manufacturer narrative:
Date of submission 09-may-2018 the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during investigation, evidence of moisture was found behind the display lens and inside the battery compartment. The pump intermittently powered up with the returned battery cap. Battery compartment cracks observed. A test battery cap was used for all testing. The pump powered up with a test battery cap to a fully illuminated and fully functional display. A leak test showed a leak at the battery compartment crack. The pump case was removed to find evidence of moisture contamination inside the pump on the transceiver board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.